Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer, and a resettable fault ID was identified. There was no reported impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.